Event description:
It was reported that the patient's pdm (personal diabetes manager) charging cord melted into the charging port while charging. The patient confirmed using an insulet charging cable. No impact on the patient's blood glucose readings was reported. The patient did not require medical attention for the reported thermal event. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
In the case description, the user mentioned that the charger melted into the controller. Visual inspection of the returned controller found evidence of thermal exposure. Inspection of the charging port found the plastic around the port to be warped and the metal connector of the charging cable was melted into the port. The controller was returned with the charging cable and charging adapter. Both the usb and usb-c ends of the charging cable were found to be damaged. Burns were found along the length of the cable as well. Inspection of the charging adapter found burns and warped plastic on both usb port side and the wall plug side. The charging cable was determined to not be an insulet provided cable, while the adapter was confirmed to be an insulet provided adapter. Both back covers were removed and the internal components were inspected. Both fluid ingress indicators were found to be white, showing that no fluid had gotten inside the device. No damages or defects were found to the internal components that would contribute to a thermal event. The metal connector piece was removed from the charging port and the inside of the charging port was inspected. Damage was observed to the charging port connector piece and pins. It could not be determined if the debris inside the port was present at the time of the event. The thermal failure observed at the charging port is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. It could not be conclusively determined if the returned cable or adapter contributed to the thermal event. The exact cause of the thermal event could not be determined. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.